Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. Detailed inspection of the lead terminal noted five setscrew marks. Four of the five setscrew marks were not seated correctly on the terminal pin. Analysis concluded the event most likely occurred due to improper insertion of the lead into the device header.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during an implant procedure, this right ventricular (rv) lead had a pacing impedance measurement greater than 2,000 ohms and was exhibiting noise. The lead connections were checked several times. The impedance was measured with a pacing system analyzer, and was in the normal range. Troubleshooting steps were taken in an attempt to reduce external noise sources, but the problem could not be resolved. The related device was replaced, but the impedance was still out of range. It was reported difficulty had been encountered with the rv terminal tool. A boston scientific technical services consultant stated the rv lead terminal may have been damaged. A procedure was scheduled to replace the rv lead. During the revision, no pacing or sensing was observed, and blood was noted in the lead lumen. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--